Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2014 with the following findings: the complaint could not be duplicated or confirmed. A review of the pump¿s black box data revealed no pump reboots. There was no visible damage observed to the battery compartment and battery cap. The battery cap was able to fully secure onto the pump. The pump was exercised for 24 hours with no power interruptions or duplicated alarms. The pump was opened and no damage or moisture was observed inside the pump. Unrelated to the initial complaint, the display screen was discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the yellow o-ring at the battery cap was visible at the time of power interruption, and that the battery compartment had stripped threads. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.